Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had removed the sensor 2 weeks ago. Customer's mother stated that she has been inserting the enlite sensor in the customer's buttocks. Customer's mother stated that she is in the process of potty training her daughter. Customer's mother stated that the enlite sensors were causing sores from the customer pulling her pants up and down. Customer has high and low blood glucose in the summary of the carelink report. Customer had a high blood glucose up to 520 mg/dl on (B)(6) 2015 and a low blood glucose as low as 52 mg/dl on (B)(6) 2015.